Event description:
This case was initially received via (B)(6) ((B)(4)) on 28-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("significant adverse events"). The patient will be treated with surgery (hospitalization planned for (B)(6) 2017 to remove tubes and uterus). Essure treatment was not changed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. The reporter commented: sick leave since one year before the report. It was informed that the events happened at the home of the patient. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: medical device removal-the analysis in the global safety database revealed 739 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.